Manufacturer narrative:
Date of report : 26jun2019, date rec¿d by MFR :19jun2019. The touchscreen was returned to field investigation (fi) group to performed further investigation on the reported touchscreen assembly. A visual inspection of the returned component was performed and found no evidence of damage or contamination. The returned component was then installed into a test ventilator for analysis to duplicate the reported problem and performed functional tests and further investigation. The investigation group concluded that both ul_lr and ur_ll resistance and resistance ratio ul_lr/ ur_ll being out of specification was causing the problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 23jan2019. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer contacted technical support (ts) stating that the touchscreen on the unit would not calibrate correctly. The customer reported there was no patient involvement. The event date was not specified; estimate used.